Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was stuck in fill tubing. It was noted that the insulin pump alarmed compromised force sensor system. Customer also had high blood glucose readings of 400 mg/dl at the time of the incident. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to loose/protruded drive support disk and missing drive support sticker. Unit was received with cracked case at display window corner, minor scratched lcd window, scratched case, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.